Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo receptacle was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system had a loose connection. Additional information was received from the field service engineer confirming that the system intermittently failed to boot. No patient serious injury or death was reported related to this event.